Event description:
A critically ill pt was admitted in the early hours. An anesthetist on duty in the accident and emergency dept could not locate the pt "y" circuit to be used with the ventilator. As a result of this, an adult pt circuit from a drager oxylog 1000 ventilator was used instead. It is reported that the circuit had a peep valve fitted. This setup was used to ventilate the pt. The exact ventilator settings are not known.